Event description:
Customer reported via email that pump alerts were very low. There was no adverse impact to the customer's blood glucose level. No corrective actions were taken as the customer declined a callback from technical support.